Event description:
Battery cap recall details were added with this report which was not included in the initial report.

Manufacturer narrative:
Additional information which was received and not included in the initial report is provided in sections b5, h7 and h9 with this report. The pump passed the displacement test and self test. Test p-cap locked properly into the reservoir compartment. All buttons were tested for their functionality and all passed, no stuck button error alarm was noted. Successfully downloaded pump history files and traces using thump software. No stuck button error alarms were noted in the pump history files and traces. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, keypad flex cable and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery cap contact damaged, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Stuck button error alarm was not confirmed during testing. Battery cap contact damaged was confirmed during visual inspection. Moisture damage was confirmed found on the battery tube, electronic assembly, keypad flex cable and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a keypad/button unresponsive/button error and, a battery cap damaged. The customer reported no adverse event. The event involved product(s) mmt-1884l. The customer reported receiving a stuck button alarm. Troubleshooting indicated that the pump requires replacement. The customer reported battery cap was damaged. Damage is on metal contacts and the metal piece came off. No harm requiring medical intervention was reported. Mmt-1884l was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.